Event description:
It was reported via facility medwatch# (B)(4) that shaft break occured. A 12mm x 3.00mm nc quantum apex balloon catheter was advanced for dilation. However, while being pushed into the coronary artery, the balloon shaft broke in two. The device was completely removed and the procedure was completed with a different 3.0 x 12 nc balloon catheter. There were no patient complications reported.